Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Device component code relates to device problem code 1069 for the reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2016 that a lighttrail reusable 600um laser fiber was used during a thulep procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a burning smell was noted and then smoke appeared from the fiber connector. The laser console was turned off; the connector was overheated and then the laser fiber broke from the connector when the physician attempted to remove it from the laser console. The procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. There was no reported harm to the physician/nurse from removing the overheated laser fiber connector.